Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because it had moved dramatically and the physician wanted further spacing from the atrial dipoles. No adverse patient events were reported. Should additional information be received, this file will be updated.